Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The technician replaced power flex circuit and performed 6yr preventive maintenance.

Event description:
The customer reported that the port of revel ventilator was burned. At this time, there is no information regarding patient involvement associated with the reported event.